Event description:
Healthcare professional reported left side "baker grade 3 capsular contracture: bottoming out". Device has been explanted and replaced. "Open medial capsulotomy" and capsulectomy was performed. Deflation only occurred on the contralateral side, this event will be un-reported.

Manufacturer narrative:
Correction to h6 adverse event problem from the initial medwatch: a050401 fluid/blood leak will be un-reported as it did not occur to the device in this record. The events of "capsular contracture" and "migration" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade iii; "bottoming out" device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ migration: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "baker 3 capsular contracture and deflation". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and deflation.